Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned intact with handle firmly attached to screwdriver shaft. Shaft surface appears mottled, blemished as in not new condition. Splines of the stardrive appear eroded and asymmetrical at the tips, some burring is also present. Due to the damaged condition of the stardrive geometry penetration depth could not be evaluated for this complaint investigation. For that reason, the finding for this complaint is intermediate from a manufacturing point of view. Placeholder.

Event description:
It was reported that the customer intended to remove the locking cap on the l1 and l2 which total amount was 4 used by the screw drivers in order to release the conclusion, the drivers were broken. (The contents of breakage: lot no.6186137 was the tip of the driver shaft and lot no.6631079 was the base of t-handle.) Report 1 of 1.